Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
It was reported by a customer complaint that the pt was hospitalized due to an incident of hyperglycemia. The pt was brought to the hosp due to a cold, headaches, infection and out of control blood glucose. The reporter stated that at the hosp, the insulin infusion pump with blood glucose monitor reading was higher than the hosp meter, exact measurements or difference between the two monitors was unk. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.